Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A medwatch report mw5150805, mw5150806 indicated that the patient experienced some floaters in their vision in the patient's unknown eye after lasik surgery.

Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).